Event description:
(4/5, reference (B)(4) for related complaints) it was reported that under- infusions occurred with cadd pumps for (ampicillin, cloxicillin, penicillin g). At its best, it would under-infuse by at least 10% of total medication volume. At the highest, it has under-infused by nearly 50% of total volume. This has been the case for 5 different clients of ours. No patient injury was reported.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review.

Event description:
Additional information received via email on 09 may 2022: no additional information available.